Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed intermittently in responding to touch. Reportedly, when more force was applied to the wake button the wake button performed as intended. There was no adverse impact to the customer¿s blood glucose level . Customer continued to use the pump for insulin therapy.